Event description:
Information was received that a smiths medical intubation tube had a broken inflation line. No adverse events resulted.

Manufacturer narrative:
Device evaluation summary: one tracheostomy (trach) sample was received in used condition without the original packaging. Immediate visual inspection found that the inflation line was completely detached with residues of solvent in the top of the device. The pressure decay operation and inflation line assembly were reviewed with no discrepancies. Inflation tests were audited during (B)(4) units finding no inflation lines detached. A review of the production, training records, and line clearance records were completed and no discrepancies were found. Based on the review and investigation, the complaint allegation was confirmed. The problem source was noted to be due to a manufacturing issue. The most probable root causes were the following: either insufficient solvent due to inflation line was not correctly inserted in the dispenser or a lack of detection by production personnel who performs the fit of inflation line to tube. Training to the production personnel was conducted by the quality engineer and production supervisor on (B)(6) 2018 to ensure the inflation line is manufactured correctly.